Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the pump basal delivery totals in the total daily dose do not match the active basal program total and there was no known cause for the variation. It was also reported that the basal history matched the active basal program settings. It was reported that the user¿s blood glucose (bg) reading was in the 180-200 mg/dl range; however, the bg reading did not exceed 500 mg/dl. No symptoms of hyperglycemia were reported. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. This complaint is being reported because an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10-apr-2018 - device evaluation: the device has been returned and evaluated by product analysis on 02-apr-2018 with the following findings: during the investigation, the basal total daily dose total on (B)(6) 2018 appeared to be inaccurate with the active basal program total due to the pump being manually suspended from 07:10 to 08:17 and a prime operation being performed at 19:03. The pump was exercised for 24 hours with a 1.0unit per hour basal rate. At the end of the testing the basal history correctly showed 1.0 unit and the tdd showed 24.0 units. Investigators were unable to duplicate a basal tdd total recording defect during testing.